Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. In turn, patient went under surgery on an unknown date wherein both ipg and leads were explanted.